Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Her blood glucose level was 800 mg/dl and she went to the hospital for three days and got a new pump on (B)(6) 2018. She treated with a bolus on the phone call for her 295 mg/dl blood glucose level she checked blood glucose level for 343 mg/dl on phone call she ran ate dinner as she was testing and also the pump was not working causing her blood glucose level to run high . She is looking at her reservoir and looks whitish where click in. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. Unit passed the delivery accuracy test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, power loss alarm, weak battery alarm or blank display noted.